Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter had several issues. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issues of error 1, error 2, unit powering off during use and a labeling issue (meter serial number faded) all first occurred on the same day at 6:30-7:00 am. The patient also reported that her mouth (lip) gets a tingling sensation and trembling. She ate food and/or drank beverage after experiencing the symptom. The patient did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that there is no meter trauma. It was discovered that the patient had not changed the battery per the owner's manual (use error). Her testing technique was reviewed to be correct and the condition of the test strips was good. The alleged issues of error 1 and error 2 were resolved with a successful retest. This complaint is reported because the patient alleged several issues with her meter and experienced symptoms of trembling and tingling sensation (lip), which she treated with food/beverage. Replacement products were sent to the lay user/patient.